Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test, battery out limit, and weak battery. Customer received failed battery test after troubleshooting. Customer's blood glucose level was 138 mg/dl. The customer will receive a new battery cap. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.